Manufacturer narrative:
Concomitant medical product: detachment control box (catalog dcb0000500), connecting cable (catalog ccb00015700), sl 10 microcahteter. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation associated with this lot (p10931) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The micrusphere xl failure to detach could not be confirmed without product return for analysis. The root cause of the event could not be determined. Procedural/handling factors or concomitant devices may have contributed to the event. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, a physician wanted to detach the micrusphere xl microcoil (ssr10072020/p10931) in the al ophtalmica aneurysm, but it didn't work. So he decided to resheath the coil and use another one to complete the procedure. The same detachment control box (catalog dcb0000500) and connecting cable (catalog ccb00015700) were used to detach subsequent coils. A pre-deployment electrical check had been performed. Upon pressing the power button, all lights illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no difficulty removing the device from the sl10 microcatheter. When the coil was removed from the microcatheter, it did not appear damaged (i.e. Stretched, bent, separated, detached). It was reported that the event did not result in a potential patient adverse event, and the device was not available to be returned for analysis. Information regarding patient age, gender and history could not be obtained.